Event description:
Complainant alleged that during training by facility staff, the device failed to power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical the suspect systeom board was removed and returned. The malfunction was duplicated and attributed to a faulty integrated circuit.